Event description:
The cordless driver 3 was sent for service and it ran without user activation when the battery was attached during performance testing conducted at the manufacturer. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
The magnet was loose in the trigger causing the handpiece to run on it's own.